Event description:
Nitric oxide circuit on transport incubator malfunction. Circuit tested before leaving hosp. Also tested before attempting to connect to baby-pip (peak inspiratory pressure) maintained at 30 (cm h2o). Tried on numerous occasions to connect baby, pressure dropped immediately to less than 20 (cm h2o). Called engineer. Identified damage to ? CPAP valve in circuit. Baby had severe meconium aspiration syndrome.